Event description:
Customer reported that the insulin pump was stuck in the suspend mode. Customer stated that the only button that works on the insulin pump is the back light button and the rest of the keypad was unresponsive. Customer also mentioned noticing a black circle on the screen. Customer's blood glucose reading at the time of the call was 160 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had no button response due to unlocked liquid crystal display keypad connector. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched liquid crystal display window and missing end cap sticker.